Event description:
It was reported that the external pulse generator's (epg) bottom knob was broken off and case was broken. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator's (epg) case was broken. Analysis was unable to confirm the customer comment that the epg bottom knob was broken off. At analysis it was determined that the epg failed functional testing with the encoder pushed inside of casing. It was noted that the output connector assembly was broken, the capacitor on the main printed circuit board (pcb) was damaged, the encoder stem was contaminated, a knob was missing and the lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.